Event description:
It was reported that there was a poor connection between the line of an automated pd set with cassette and a heater bag. The hp stated that they did not fully secure the connection. The bag did not fall, but the solution seeped from the connection site. This occurred during dwell 2 of 4 of peritoneal dialysis (pd) therapy on the homechoice (hc) device, while the home patient (hp) was connected. There was no associated alarm. The technical service representative (tsr) assisted the hp in ending therapy and reviewed proper procedures, per the user manual, with the hp. The hp would restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. An improper connection due to the patient not fully securing the line to the bag was reported. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy and provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.